Manufacturer narrative:
Medwatch field h6 investigation conclusion term and FDA code updated.

Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6) . The customer stated the (B)(6) 2025 qcs were within the specified ranges. The test strips have been requested for investigation, but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with the accu-chek inform ii meter. At 4:08 pm, the meter result was 285 mg/dl. At 4:10 pm, the meter result was 190 mg/dl. The operator deemed the results inaccurate based on the patient's history.